Event description:
Pt orginally had intacs implanted in 2000. Pt presented in 2000 with a foreign sensation in right eye. Pt is an insulin dependent diabetic. Upon examination by physician, site showed a small infiltrate and small epithelial defects, which progressed rapidly. Intacs were removed in 2000. Physician sent explanted intacs for tests. Culture revealed and found to have staphilococcus aureus/methicillin resistant. Pt given antibiotics and steroids. On day six post op pt was hospitalized. Update 1/3/01--pt's cornea much improved with considerable filling in of stroma temporally. 3-4 mm epithelial defect still perists central to temporal channel. No cell or flare, no fibrin no postier synechianse, lens remains clear. Pt vision now 20/40-60 with no lens. Pt medications vancomycin at (qv) qid. Prednisolone acetate bid.